Manufacturer narrative:
(B)(4). The customer reported that the fetal alarms are not sounding. The initial investigation supports that the problem was due to users lowering the volume on the monitor and changing the alarm settings. There was no malfunction. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the fetal alarms are no sounding. No pt harm was reported.